Event description:
It was reported that the right ventricular (rv) lead was explanted due to lead pulled back and sensing had dropped from original implant. A new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The lead has been received for analysis. Upon completion of analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the right ventricular (rv) lead was explanted due to lead pulled back and sensing had dropped from original implant. A new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Detailed analysis did not confirm dislodgement as evidence from the field and product analysis were insufficient to verify dislodgement. Also, device sensing issue not confirmed based on normal lead resistance measurements, a passing hipot test and inspection that showed no conductor issues. Further, known inherent risk was selected based on the field report of infection or infection related conditions. Infection is a known medical risk when the skin barrier is breached. Analysis of the returned product is not able to provide relevant information for infection-related allegations.